Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. Upon evaluation, the u13 8-bit cmos flash micro-controller was corrupted. The cause of the inabiliy to charge a battery is the corrupted u13 component. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the corrupted component.

Event description:
A us distributor returned a charger/modem indicating that it was unable to charge a battery pack.